Manufacturer narrative:
Device labeling: single use or reuse. The complainant's profile was no longer available on the site. Unable to send a message to this patient. Unable to request lot information or product for investigation. The severity of the alleged issue with the patient's vision is unknown. This event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On 11/11/2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new wave of high oxygen, high discomfort lenses", http://studymyhealth.wordpress.com. Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. On (B)(6) 2013 the complainant posted the following: "I have been wearing contacts for 37 years. Never a single problem. I was leaving for vacation and my acuvue 2 lenses were not delivered on time. (Even though I was assured they would be). The (B)(6) where I go, gave me acuvue oasys samples to wear until I got back. I wa told they were better for your eyes and besides they were discontinuing acuvue 2 lenses. My daughter ((B)(6)) was fitted for lenses in (B)(6) 2013 and was given acuvue oasys, and is fine with them. After wearing them for only 1 day, I noticed the vision in my right eye was blurry. I thought I had gotten a "bum" contact. But after putting my glasses on late that night, I realized my eyesight was blurry event with my glasses." I was on vacation so I had blurry vision in my right eye for the 5 days we vacationed. I made an appt to see my ophthalmologist the morning after we got back. He wasn't sure what was wrong with my eye but prescribed tobramycin and dexamethasone drops. He gave me the name of an eye specialist to see if my vision did not remain in 2 weeks. My vision did not return. I saw the specialist, who had never seen anything like what I had in my cornea. He prescribed more of the same drops, (tobramycin) nothing improved, back to see him again after 2 1/2 weeks of drops every 2 hours. He looked at my eye, took pictures, tested for glaucoma, called in his associate to look at it. They were both stumped! They are eye specialists! He prescribed a stronger steroid called lotemax, take drops 4x's day. Before I left, they both said to keep the acuvue oasys lens as I may have a lawsuit should my vision not return. Obviously, they know nothing about the oasys lens causing problems. It has been one week using these drops and there has been no improvement. I go back on (B)(6). We will see what he has to suggest then, since I really feel the vision should be improving a little by now if the drops were going to work. Over 220 people have had major problems using acuvue oasys lenses (that's only those that have found this blog). (B)(6) has been made for a possible class action lawsuit. If I do not regain my vision, I will be the one to start a lawsuit. I will keep you posted. Has anyone who got blurry vision regained it??"